Event description:
It was reported that this lead exhibited atrial intrinsic amplitude. This lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).